Event description:
It was reported that the pt stated, she had good relief until recently. An indium catheter dye study showed dye went only part way through the catheter. The pt was taken to the operating room, and intraoperatively, there was no csf return. The pump and catheter were replaced. The pt recovered without sequela. Additional info has been requested from the pt's hcp, but was not available as of the date of this report. A follow-up report will be sent if additional info is received.

Manufacturer narrative:
.